Manufacturer narrative:
(B)(4). (B)(6) clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx fully covered stent rmv was implanted within a patient on (B)(6) 2016 as part of (B)(6) clinical study. The patient had a history of pancreatic cancer and chronic pancreatitis. The patient was enrolled in the study as part of palliative treatment. The patient entered the study on (B)(6) 2016 to treat a biliary stricture produced by malignant neoplasm and a wallflex biliary uncovered stent was implanted at that time. On (B)(6) 2016 baseline assessment of biliary obstructive symptoms was conducted and identified the following symptoms: right upper quadrant pain, fever/chills, and nausea/vomiting. Baseline liver function tests were also taken on (B)(6) 2016. The uncovered stent placed on (B)(6) 2016 became occluded on (B)(6) 2016 (previously captured by manufacturer report #3005099803-2016-01051) and the wallflex fully covered stent captured by this report was implanted within the previously placed wallflex uncovered stent. On (B)(6) 2016, the patient presented with stent occlusion due to stones. The patient underwent sludge removal and remove of bile duct stones as an outpatient procedure. Biliary obstructive symptoms were recorded on (B)(6) 2016 with no symptoms reported. On (B)(6) 2016, the patient experienced moderate cholangitis and the patient was hospitalized on (B)(6) 2016. On (B)(6) 2016, the patient experienced stent occlusion due to sludge, related to the cholangitis and the patient underwent sludge removal as an inpatient procedure. Biliary obstructive symptoms were recorded on (B)(6) 2016 and recurrence of that baseline obstructive symptoms of fever/chills and nausea/vomiting was reported. The event resolved and the patient was discharged from the hospital on (B)(6) 2016.